Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (350 mg/dl) and ketones were present. A nurse assisted the customer with changing the infusion set and administering insulin injections to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.